Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  During the manufacturing process, all trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Manufacturer narrative:
This is to follow-up with (B)(4) services for maude report# (B)(4). We have submitted the final report for this incident on (B)(6) 2015 with the MDR's reference # 2027111-2015-00515.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is a follow-up to a medwatch report submitted by the customer. No patient identifier or medwatch number was provided.

Event description:
Video-assisted thoracoscopic surgery- "according to (B)(6) and (B)(6), o.r. Director (both individuals were not present in the o.r. For the surgical case) surgeon used kii optical access trocar 12x100 during vats. After the surgeon converted the case to an open procedure, he discovered that the clear inner seal of the trocar had become displaced from the unit and was setting inside of the patient's body." Intervention - "n/a." Patient status - "satisfactory."